Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had continuously getting a bolus not delivered alarm messages last night when trying to give the bolus not delivered. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.